Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed zero ohms shocking lead impedance (sli) measurements. Boston scientific technical services (ts) believed it was electromagnetic interference (emi) affect and suggested performing a commanded shock to test the integrity of the system. The patient was checked in the clinic and shock impedance was within normal range. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the oor measurement was not replicated in the presence of emi. It was believed that the time of the measurement was verified verbally to be at the same time as the emi occurence. The integrity of the system was not tested with command shock. No adverse patient effects were reported.